Event description:
The pt was revised because the cement mantle failed at the implant/cement interface. The tray was loose and the insert had poly wear. The cement MFR is unk.

Manufacturer narrative:
Examination was not possible as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated.